Manufacturer narrative:
The location of prior ablation and rubber band ligation were visible as ulceration as expected, but without bleeding. Pt was discharged to home after 2 days and has had no further bleeding events. The investigator classified this adverse event as serious due to the need for hospitalization and treatment. The investigator stated that the relationship of the adverse event to the ablation device or procedure is "unk" as no site of bleeding was noted in the ablation zone, that concurrent procedures were performed at the time of ablation, and that the pt experienced significant vomiting which may have contributed to bleeding. There was no ablation device malfunction. Although the relationship between the ablation device and this adverse event have not been confirmed, barrx medical is reporting this event to FDA to assure full compliance with 21 c.f.r. Part 803.

Event description:
This is a pt in the (B)(6) registry with a baseline diagnosis of a 10 cm barrett's esophagus containing high-grade dysplasia. Pt had staging endoscopic mucosal resection in 2009 followed by circumferential ablation in 2010 without adverse event. Pt has a large hiatal hernia with a significant portion of his proximal stomach located above the diaphragm. During a f/u endoscopy after ablation, focal residual barrett's epithelium was identified and treated with focal ablation or placement of endoscopic rubber bands. The investigator stated that there was no malfunction of the ablation device used in the procedure. Pt developed nausea the day after this f/u endoscopy and vomited several times, reporting that he saw dark material in his vomit at some point. He then began feeling weak and his stools became dark suggesting a gastrointestinal bleeding source. On day 2 after endoscopy, he was admitting for fluid hydration and noted to have a low hemoglobin and was transfused. Endoscopy showed no bleeding site in the esophagus or stomach.